Event description:
The reporter states that the customer experienced an event where she obtained a blood glucose result of 220mg/dl on the accu-chek advantage meter and felt hypoglycemic 20 minutes later. The customer's blood glucose result was 55mg/dl on the professional meter and she received third party intervention. New system sent and return requested.